Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 66-year-old female patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, underwent impella cp insertion via the right femoral artery. During support, the bedside nurse contacted the impella representative for assistance related to concern for impella position within the ventricle. At the time of evaluation, an alarm was noted and subsequently resolved at p-2. The patient exhibited signs concerning for hemolysis, which was later confirmed by hemolyzed laboratory values. The nurse was advised to discuss verification of device position with the treating care team. Device repositioning was performed as part of standard clinical management. The patient¿s condition deteriorated, and the patient subsequently expired. The reported events are hemolysis, device in wrong position, device repositioning, and death. Hemolysis is a known risk associated with impella support and may be influenced by the patient¿s underlying critical illness, shock severity, hemodynamic factors, and device position, as described in the instructions for use. The death is conservatively being reported on the impella cp; however, the device is unlikely to have contributed to the patient¿s death, which is more plausibly attributed to the patient¿s underlying scai stage d cardiogenic shock and overall clinical condition.

Manufacturer narrative:
The investigation for hemolysis has been completed. The root cause of hemolysis (miwb) cannot be determined due to device not returned and lack of clinical details.